Event description:
The customer reported via phone call that they received a button error alarm. The customer reported replacing the battery and a battery out limit alarm occurred. Customer has reverted to manual injections. The customer's blood glucose was unknown. Customer stated the buttons were also unresponsive on the insulin pump. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, broken battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corners and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.